Event description:
It was reported that during thyroidectomy procedure, when the operation performed about 10 minutes, the anesthetist found that the cuff slowly leaks air. So, the anesthetist continued to inflate cuff during the operation. Cuff was inflated with 10cc of air. Emg tube functioned well when checked before intubating the patient. The procedure was completed with the reported product. There was no patient injury reported.

Manufacturer narrative:
H3: product analysis found that visually, there was no significant packaging carton damage. The packaging carton contained inserts and trivantage tube when returned. There was no damage noted in the construction of the tube. There were traces of contamination (pink in color) found on the tip of the tube and the cuff. There were also pieces of surgical tape found on the wire harness. Functionally, a syringe was used to inject 15cc of air into the cuff, and there was no air leakage observed coming from the cuff. The inflated cuff was submerged under the water, and still there was no leakage coming from the cuff. The inflation tube was submerged under the water and bubbles appeared from the valve. The leakage was coming from the valve and not the cuff. A review of the global complaint data showed five similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.